Event description:
Adult female with recent history of bilateral ureteral obstruction. Procedure: nephrostogram with bilateral percutaneous occluding nephroureteral catheter placement. Stent placed, and patient discharged. Patient had to return to have the stent removed- due to leak at connection point between the hub and catheter. This patient had to be sedated and have an extra procedure to remove and replace the stent. No other known harm to patient. Manufacturer response for nephroureterostomy stent, cope, ultrathane (per site reporter) will obtain.